Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between february 28-29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. The antibiotics were not all infused, and an egg sized balloon remained. The device contained 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.